Event description:
It was reported that the customer had a motor error alarm on her insulin pump. Her blood glucose was 189mg/dl at the time of reporting. After troubleshooting, the customer was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected low battery alarm. Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.